Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was not able to login to the medbank machine. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in due to a deactivated employee account. A technical support specialist identified the access issue and advised contacting the pharmacy for urgent medication access. The system functioned as intended after the technical support specialist verified the device.